Event description:
During a percutaneous transluminal angioplasty there was resistance met and a wire tip separation occurred. The report received indicated that there were no anomalies noted during inspection and preparation of device prior to patient use. The product was taken out of its loop casing from the distal tip. The distal wire tip was not pre-shaped and was manipulated in the usual manner. There was severe calcification and mild vessel tortuosity with 100% stenosis present. Access was made from left femoral artery to the target lesion located in the left superficial femoral artery via a sheath introducer. Wire insertion was difficult because of the resistance met between the wire and vessel calcifications. Therefore the physician used a microcatheter (mc) for wire support. The mc and the same wire were inserted. Attempts were made to cross the lesion, however the wire tip couldn't be inserted into the lesion's vessel causing the wire tip to form a "j" shape due to its contact with the vessel's calcification. Subsequently the wire was stuck into the mc. At this point physician pulled hard on the wire in attempts to retrieve the wire, however there was a wire-tip separation. The separation occurred inside the mc. The wire and its separated tip were withdrawn with the mc out of the patient's body. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.